Manufacturer narrative:
Device will not be returned for eval. A follow-up report will be filed if more info becomes avail.

Event description:
It was reported that this event involved a patient with low ejection fraction. While in the cath lab the md inserted the sheath via the right femoral artery. The intra-aortic balloon (iab) was prepped per instruction and when removed from the tray it began to unwrap. The md could not advance the iab through the sheath. The md removed the sheath and iab as one unit. The md inserted another iab with success. There were no reported patient complications